Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported excessive no delivery alarms, as well as being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 740 mg/dl. The customer's symptoms were vomiting, nausea and excessive thirst. Troubleshooting was performed, and the insulin pump passed the prime test. Found that the customer may be using the wrong infusion set for his body type. Offered to send out samples of an infusion set more suitable for his body type. Nothing further was reported.